Event description:
Boston scientific received information that during the implant procedure, the patient with this right ventricular lead experienced chest pain. It was thought this active fixation right ventricular lead may have perforated through the septum. There were no blood pressure changes. The lead was repositioned twice. Acceptable sensing was obtained, however, threshold measurements were increased. It was thought the helix may have contributed to a cardiac tamponade. An urgent echocardiogram was performed which revealed only a slight pericardial effusion. The patient stabilized and the chest pain subsided. A decision was made to replace the lead. Upon removal, visual observation revealed the helix was entwined with muscle tissue and was thought this contributed to the increased thresholds and chest pain. A passive lead was implanted. The following day, postoperative check revealed no further symptoms and no further issues.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have contributed to the reported clinical allegation.